Manufacturer narrative:
The reported issue is confirmed. The root cause is unable to be determined at this time. The device was evaluated upon receipt. It was found out the temp in cable was damaged. The temperature cable was replaced. General maintenance was required. General maintenance (cleaning, inspection, replenish cleaning solution, calibration) was performed without problems. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required because the batch number of the product is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the temperature in cable was damaged. Per review of wo on (B)(6) 2025, there was no patient involvement.

Event description:
It was reported that the per wo evaluation, the temperature in cable was damaged. Per review of wo on 05dec2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.